Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of eight devices. There were no visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bowel resection, while on transection of the bowel, a stapler and reload was used, on the second firing, the instrument was able to cut but did not staple. There was no patient injury.